Event description:
Three physician at the same facility had a problem when snaring a filter. All three physicians snared the filter, tightened the snare, and then take both the black and blue sheaths (the whole system) and move it forward until they meet resistance. They then tighten down the black sheath, take the blue sheath and release. The filter legs are hung up on the blue sheath outside. All physicians were able to twist and force the sheath over the barbed legs.

Manufacturer narrative:
Evaluation: still under investigation.